Event description:
It was reported by the affiliate that the (1) cdh33 was used during a rectum sigmoidectomy procedure. It was reported that the stapler did not staple or cut properly and appeared to be empty. The surgical procedure was completed with another cdh33 without any problems. There was no adverse consequence to the pt. The affiliate is returning both staplers for analysis.